Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device cut, but did not staple. It is unknown if there are any pt consequences.